Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd corporate headquarters in (B)(4) has been listed as flextronics is an OEM manufacturing site.

Event description:
It was reported that the slide part on the bd¿ sharps collector lid was missing. The following information was provided by the initial reporter: the slide part on the lid was missing.

Manufacturer narrative:
Investigation summary according to the DHR review process; the result showed there were no issues reported like missing slider during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there are only one issue reported for missing slider for the same part number throughout the last twelve months. Based in the evidence received from customer showing the lack of component and with the report description stating that the slide part of the lid was missing, we are able to confirm this issue as directly related to the manufacturing process.

Event description:
It was reported that the slide part on the bd¿ sharps collector lid was missing. The following information was provided by the initial reporter: the slide part on the lid was missing.